Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a peritoneal dialysis catheter. The customer states their pt pulled the catheter out leaving two cuffs inside the pt. The pt had to be sedated and have the cuffs surgically removed and a new catheter placed.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.